Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose and diabetic ketoacidosis. The customer blood glucose level was 500 mg/dl at the time of incident. The customer did not provide details regarding symptoms and treatment of high blood glucose. The customer also state that buttons was sticking. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding.

Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been included with this report.

Event description:
It was reported that the insulin pump was returned for analysis.